Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -3.50/2.5/025 implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Excessive vault was observed, lens remains implanted. It was reported that medical or surgical intervention was not necessary and that the problem resolved. The reporter stated that the lens was not replaced because the vault was reducing gradually, so the doctor didnt want to replace the lens.